Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 08/06/2019. The manufacturer's field service engineer (fse) performed remote troubleshooting. An error that indicate a proximal pressure sensor auto zero failed was found in the device log and the possible reasons for error were discussed with customer. The customer was provided with part information for autozero solenoids. Multiple attempts were made to contact the customer to gather additional details; however, all attempts were unsuccessful and no additional information was provided. If additional information is received, the complaint will be reopened and updated accordingly. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit gave a proximal pressure autozero alarm. There was no patient involvement when issue was discovered.